Event description:
On (B)(6) 2013, the distributer contacted animas stating that the cartridge was working "very rough" and therefore, led to an under-delivery of insulin. The patient¿s blood glucose (bg) reportedly was at a high level. There was no indication of an adverse event that occurred. No bg values were reported. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).